Event description:
Asr revision; asr resurfacing - right; reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing - right. Reason(s) for revision: unknown. (B)(6). This is the first of three revisions. Please see (B)(4) for the second revision and (B)(4) for the third revision during this revision only the resurfacing head was revised, the resurfacing cup remained in situ and the new xl system was implanted with a competitor stem. Update received 3rd september 2014. Revision reason added. Patient name and sex added. Reason(s) for revision: dislocation. (B)(4) has been found to be a duplicate of the claim and has been recreated as (B)(4) in order to void the claim. Relevant information has been transferred to the com - including the investigation summary information. Claim is no longer closed to CAPA as the revision is a result of surgeon error.